Event description:
Patient admitted to the hospital 11/18/93 to have his pacemaker unit replaced and lead impedance checked. Model 8220 being recalled by the company because of concerns about failure. Lead impedance 3000 ohms at examination.